Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review the manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul durom, component for femur, cemented, 54/t on the right side on (B)(6) 2004 and the patient underwent revision surgery on (B)(6) 2017 due to pain and loosening.